Event description:
It was reported that during priming there was an air leak, and the product could not be used. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received in good condition. Per visual inspection, a crack was observed. No other anomaly was observed. The complaint was confirmed. It was suspected the tear occurred at the supplier. A device history record (DHR) review could not be performed as the device is a supplied item and the DHR is not readily available for review. The device was sent to the supplier for further investigation.